Manufacturer narrative:
As of the date of this letter the effected instrument has not been received for evaluation; the effected instrument is crucial for a complete and accurate analysis of the concern. A review of trend reports over the last 5 years and the device history files have revealed no previous incidents of any nature. The result of this investigation is not complete at this time. As applicable, a corrective and preventive action will be initiated once the information is collected and reviewed. A follow-up report will be submitted with the information.

Event description:
Broken tip while utilizing a towel clip during a laparoscopic cholecystectomy, the tip of the towel clip broke off and the tip of the towel clip was retrained in the soft tissues of the patient's abdomen.